Event description:
A physician reported a hakim valve (ID 823832) was implanted via ventriculo-peritoneal (vp) shunt in 2016 with unknown setting. The patient visited the outpatient clinic on march 23, 2023 with headache. Then she visited again on (B)(6) 2023. An imaging diagnosis confirmed further extreme ventriculomegaly and with headache. The entire shunt system was checked, 3dct showed that the catheter at the proximal end of the valve was almost torn and slightly connected. On (B)(6) 2023, only the torn portion of the proximal catheter was removed, and the proximal catheter was reconnected to the valve, ligated again, and the operation was completed. The valve remains implanted.

Manufacturer narrative:
Hakim valve (ID 823832) was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.